Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while the surgeon was implanting an anchor, the anchor could not be disengaged from the inserter. The surgeon tried several times and finally removed the anchor from the patient. Competitor product was successfully utilized to complete the procedure. No additional patient consequences reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The peek anchor is jammed on the tip of the inserter and cannot be removed under normal force. The anchor has significant damage to the threads which likely occurred during the attempted insertion. The nitinol suture retriever was no longer assembled to the device and was not returned. The complaint is considered confirmed in that the implant cannot be separated from the inserter. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history found no other complaints of this nature for this part/lot combination, with no further action required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.